Manufacturer narrative:
The investigation identified that the model number of the unit involved was 3500000730. The customer did not make the unit available for evaluation.

Event description:
It was reported that a patient had slid down on the recliner until their weight was on the leg rest causing the unit to tip. No patient injury or adverse consequences were reported.

Manufacturer narrative:
The customer could not identify which recliner was involved in the incident.

Event description:
It was reported that a patient had slid down on an unspecified recliner until their weight was on the leg rest causing the unit to tip. No patient injury or adverse consequences were reported.